Event description:
Product was opened for use on 8/2/95 for two surgical procedures. Surgeon both felt the product was unusable and "defective" and discarded these items. The devices were held for return to the MFR. With the event of the facility is submitting all three loops back to MFR.